Event description:
It was reported that the pt's device and lead were removed because of a wound infection. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.